Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to corrosion found on the electronics. The functional tests could not be performed due to the blank display. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had been shutting on and off. The customer's blood glucose level was 260 mg/dl. The customer stated that her batteries have not been lasting long. Standard troubleshooting was unable to be completed. The product has been returned. Nothing further was reported.